Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. The exact cause could not be conclusively determined because the subject device was not returned. However, based on the past similar cases, the subject device might be broken and the fragment might fall since the user inserted the syringe into the subject device at an angle. The instruction manual of the device has already warned as follows; *insert the endo-therapy accessory into the valve as straight as possible.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a bronchoscopy, the user injected physiological saline solution through the subject device. When the user sucked physiological saline solution, the user found a small black object. It seemed to be a rubber material. No patient injury was reported.